Event description:
Follow up information identified the patient underwent a drg trial on (B)(6) 2017, without success. The patient is scheduling a consult to have her scs system revised.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This patient has 2 leads implanted with the same lot number. It was reported the patient is not receiving effective stimulation. Lead diagnostics showed high impedances and reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.